Event description:
It was reported that during a da vinci-assisted surgical procedure endoscope plus 30 degree kept turning when engaged. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that the endoscope kept turning prior to case start and they were not able to use it. A backup endoscope was used. The customer returned the defective endoscope. Isi did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have a bearing friction issue, discoloration of the housing, and distal tip and button bezel mechanical damages. The complaint regarding the endoscope turning was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.